Event description:
Device 1 of 3. Ref MFR report #s: 1627487-2012-06170, 1627487-2012-06171. The pt had 4 leads (two from the same lot). It was reported the pt was no longer receiving adequate coverage. X-rays revealed one of the pt's leads had migrated. One of the leads was explanted and replaced with a different model. It was also reported the pt's ipg was electively explanted and replaced.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.